Event description:
It was reported that a patient in the "(B)(4) study" developed a device pocket infection, and experienced pain and swelling in the pocket area. The device was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.